Event description:
The display is missing segments in the saturation of peripheral oxygen (spo2) window. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
The covidien service center verified the complaint and replaced the universal interface (ui) printed circuit board (pcb). (B)(4).